Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air bubbles get in during use of arctic gel pads. It was a pump system.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that the tubing on one side of one connector was disconnected from the port barbs. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section e: initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air bubbles get in during use of arctic gel pads. It was a pump system.